Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the balloon ruptured when saline was injected. Another balloon was used to complete the procedure, and there were no injuries or additional procedures. No pieces of the device were left in the patient.